Event description:
It was reported that during a coronary stenting treatment procedure, stent damage occurred. Access was obtained through the radial artery. The 98% stenotic, 3.0x38mm, de novo lesion was located in the severely tortuous and severely calcified right coronary artery. No predilation was preformed. The physician advanced the 3.0x38mm taxus liberte stent to the lesion, but was unable to cross. When the device was removed, it was observed that the stent edge was curled. The procedure was completed with another 3.0x38mm taxus liberte stent. No complications were reported and the patient's status is stable.

Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that during a coronary stenting treatment procedure, stent damage occurred. Access was obtained through the radial artery. The 98% stenotic, 3.0x38mm, de novo lesion was located in the severely tortuous and severely calcified right coronary artery. No predilation was preformed. The physician advanced the 3.0x38mm taxus liberte stent to the lesion, but was unable to cross. When the device was removed, it was observed that the stent edge was curled. The procedure was completed with another 3.0x38mm taxus liberte stent. No complications were reported and the patient's status is stable.

Manufacturer narrative:
Device evaluation: received product consisted of a taxus liberte monorail catheter and stent along with the carrier tube, product mandrel, bi-tube and shelf carton. The catheter was visually, tactilely and microscopically examined and found the balloon was tightly folded with the stent between the markerbands. There was dried blood and contrast on the balloon. There were bent struts in the first two rows of the distal end of the stent. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical and/or procedural factors. (B)(4).